Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer's device powered off unexpectedly three (3) times during an event. The patient, a (B)(6) male, survived the reported event which was not a cardiac arrest situation. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
A third party service agent contacted physio-control to report that a customer's device powered off unexpectedly three (3) times during an event. The patient, a 73 year-old male, survived the reported event which was not a cardiac arrest situation. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. Physio control reviewed the device data and verified the reported issue. Physio determined that the device battery terminals were the likely cause of the reported issue. Physio replaced the device's battery terminals and after replacing the power board & battery power cable as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.